Manufacturer narrative:
The investigation for the reported issue has been completed. Pump was investigated and no cannula kinks were observed. Biomaterial was found around the impeller. No other abnormalities were found. The root cause of the low pump flow was biomaterial related to patient condition. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, flows were low and suction alarms occurred. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.